Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, pause episodes were recorded due to undersensing on the device. The physician will continue to monitor the patient and the patient was in stable condition.